Event description:
It was reported that the customer had a button keypad unresponisve on insulin pump. The customer's blood glucose was unknown mg/dl. The customer was advised to discontinued the use of insulin pump and revert to backup plan. The customer was advised that the insulin pump is going to be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)